Event description:
It was reported that non-sustained rv lead noise alert was observed via remote transmission due to sensing latency on the far-field channel. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.